Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. No further issues have been reported. A direct relationship between the device and the report of gi bleeding could not conclusively be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for a gi bleed. The patient's hgb/hct were 7.4/2.2 at that time. The patient underwent an egd, colonoscopy and red cell scan. She also received transfusion with 6 units of packed red blood cells. It was also reported that the treatment included reduced target inr. The patient's hgb was 9.7 at the time of discharge on (B)(6) 2014.